Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited high capture threshold and under sensing. It was also noted that the lead was dislodged. The lead was explanted and replaced. The patient was stable.